Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that, following an MRI, the pump logs were read, and it was seen that the pump had been stalling frequently. The logs showed eleven motor stalls that lasted varying amounts of time. It was noted that a motor stall had occurred due to MRI exposure. A replacement procedure was scheduled for the day of report. At the time of report, there was no patient injury. The device system was used to deliver morphine, fentanyl, bupivacaine, and dilaudid. Four days later, it was reported that the last stall had recovered after one hour and twenty minutes. The repeated motor stalls and recoveries had occurred over a long duration and the pump had never stalled for more than 24 hours. It was indicated that the cause of the motor stalls was unknown. The patient reported increased pain to the office nurse, but never any symptoms of withdrawal. Though, following replacement, the patient was doing fine. Two weeks after that, it was seen in the pump logs that the eleven motor stalls had occurred (B)(6) 2014. Of the eleven stalls recorded, the longest recovery took two hours.

Manufacturer narrative:
Analysis of the pump motor found feedthru anomaly with shorting across insulator. Analysis of the pump head found deformed pump tube, hole in pump tube and mechanical wear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.